Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian that the "needle was broken." When the insulin was filled into the pod, the insulin already sprayed directly out of the needle. It was also reported that the pod cannula retracted, indicating a needle mechanism failure. The cannula did not insert into the skin and the cannula was not visible when the pod was removed but the pod pink slide moved forward. The pod was not worn. No impact to the patient's glucose levels was reported.